Event description:
It was reported that a balloon rupture occurred. The patient presented with chest pain for a percutaneous coronary intervention. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. The 2.50 x 15.00 mm agent drug coated balloon (dcb) was selected for use. During the first inflation, the balloon burst at 6 atm. The procedure was completed with a 2.25 x 20 mm agent dcb. There were no patient complications.